Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Hematoma: in cath-lab, after removal, noticed a hematoma as they were dressing the impella site. Scrubs held pressure on groin site and it went away. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported a patient placed on impella cp support during percutaneous coronary intervention (pci) after the pump was inserted and about to start the pci, the patient lost all pulsatility while going into ventricular tachycardia. Required pushes of epinephrine to regain pressure. Had hematoma at the access site that resolved with manual pressure. The family elected to withdraw care and the patient ultimately expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.